Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sleeve gastrectomy, on last firing on the stomach, the device fired, however, there was poor staple formation. Bunched up staples on far outside the staple line at the end of the reload. The staple line was sutured and the patient had to stay extra half day in the hospital for recovery.